Manufacturer narrative:
The suspect device was returned by the customer but the test strips expired before the evaluation was completed.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 417 mg/dl and 162 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.